Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was having discomfort from the device location therefore, the system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.